Event description:
It was reported that wire/needle/cannula damaged or missing. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the pediatric patient experienced a missing sensor wire which occurred the same day the sensor had been inserted in the arm. After it was noted that the sensor wire was missing, the patient would have been brought to the hospital. During the time of the report the reporter, a nurse, stated that the patient was undergoing surgery for the removal of the sensor wire. The surgery would have been done with general anesthesia. The outcome of the surgery was not known and attempts to contact the report for more information were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - foreign body in patient.